Event description:
Reporter alleged missing segments in the display on the go system. Missing segments and icons were confirmed by the manufacturer's domestic evaluation unit. No serious adverse event was reported in relation to the alleged malfunction. Suspect device was returned by the facility; replacement product was sent.